Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000097811.

Event description:
Related manufacturer reference number: 1627487-2022-06348. It was reported that the patient did not get effective relief from their two systems and requested to have them explanted in order to have MRI scans. Surgical intervention was undertaken on (B)(6) 2022, where both of the systems were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.